Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report. Device was discarded at the facility.

Event description:
It was reported by the attorney of the patient that a 2.0 four hole stryker plate fixed by four monocortical screws fractured approximately 2 month after initial implantation. The device was implanted in order to treat a right mandibular subcondylar fracture with condylar dislocation on (B)(6) 2015. On (B)(6) 2015 the patient heard a pop in her right jaw and experienced severe pain on the right side of the face. X-ray's taken revealed that the plate had fractured. The surgery to remove the product was scheduled for and performed on (B)(6) 2015. In addition, it was stated that subsequent to the removal, the patient experienced numbness and tingling in her face, lips and neck. On (B)(6) 2015, it was determined that the patient sustained an injury of the trigeminal nerve branches.

Manufacturer narrative:
The reported event (postoperative plate fracture) could be confirmed by reviewing the x-ray. An x-ray and further medical records were provided by the customer. All given information were forwarded to the stryker health care professional. He stated the following: according to the related instruction for use, the 2.0 mini plates are not indicated for fixation of mandibular fractures, and therefore, the surgeon used this plate off-label. Documented by (B)(6), for stryker leibinger on (B)(6) 2016. Indications for any material related issues were not found in this investigation.

Event description:
It was reported by the attorney of the patient that a 2.0 four hole stryker plate fixed by four monocortical screws fractured approximately 2 month after initial implantation. The device was implanted in order to treat a right mandibular subcondylar fracture with condylar dislocation on (B)(6) 2015. On (B)(6) 2015 the patient heard a pop in her right jaw and experienced severe pain on the right side of the face. X-ray's taken revealed that the plate had fractured. The surgery to remove the product was scheduled for and performed on (B)(6) 2015. In addition it was stated that subsequent to the removal, the patient experienced numbness and tingling in her face, lips and neck. On (B)(6) 2015 it was determined that the patient sustained an injury of the trigeminal nerve branches.